Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving a lot of low flow alarms. A functional check showed a circulation pump command (cpc) of 59 percentage in bypass mode. System hours were 3702 no record of any components being replaced. Per additional information updated from work order on 18jun2025, they discussed it was very likely the circulation pump failing could be the result of these low flow issues. They discussed the 2000-hour service recommendations and would discuss these recommendations with the service team.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. A functional check showed a cpc of 59% in bypass mode. System hours were 3702 no record of any components being replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Dfmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra101. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving a lot of low flow alarms. A functional check showed a circulation pump command (cpc) of 59 percentage in bypass mode. System hours were 3702 no record of any components being replaced.